Event description:
The hospital reported that towards the end of performing an endoscopic vein harvesting procedure, the hemopro tissue welder's jaws began overheating even when the harvester switched off the activation toggle switch. Staff unplugged the unit then replugged but still the same overheating of the jaws occurred. The procedure was already almost completed so staff did not require opening another replacement device. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: a visual inspection observed that the tri-heater wire assembly was intact and properly positioned on the hot jaw. The hot and cold silicone jaw boots were thermally damaged which indicated that the jaws had experienced elevated temperatures at one point in time. The complaint was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.